Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assesment. Result: visual inspection on the returned device showed locking clip deformation and some scuff marks which imply application of additional force while adjusting the screw head via corkscrew persuader. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the probable root cause of the event is likely to be user error- application of excess force.

Event description:
It was reported that: doing a revision case the head of a 10.5x90 screw the head came off.

Event description:
It was reported that; doing a revision case the head of a 10.5x90 screw the head came off.